Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. The device was received with minor scratches on the lcd window and a corroded battery tube.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error. Customer's blood glucose was 159 mg/dl. No significant events leading to the alarm were recalled. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.